Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. Device evaluation summary: during a visual inspection, the device was found to be ruptured. Shell abrasion was found in the edges of the tear. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient is scheduled to undergo explantation and replacement with 450cc smooth mentor memorygel breast implant, catalog # 3504501bc, on (B)(6) 2020 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-dec-2019, mentor received additional information regarding the suspect medical device. Device information has been updated: 450cc smooth mentor memorygel breast implant, catalog # 3504501bc, left serial # (B)(6) and right serial # (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with an unknown mentor gel breast implant and experienced postoperative bilateral rupture and capsular contracture baker grade unknown. The patient reported experiencing chest pain and encapsulation bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.